Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of angina, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that the index procedure was on (B)(6) 2015 when a 3.0 x 15 mm xience alpine stent was implanted. On (B)(6) 2015, the patient was re-admitted to the hospital with angina. Balloon angioplasty was performed to treat the angina. No additional information was provided.